Event description:
A malfunction was reported on the customer's pump, which required technical support to provide assistance in resetting the device. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support advised the customer to continue using the pump and provided information on resetting it. When the malfunction recurred, a replacement pump was sent to the customer. The customer switched to multiple daily injections as a backup therapy and was instructed on steps for using the new pump, returning the old one, and handling sensor sessions. The customer acknowledged and understood all instructions and was waiting for shipping information.